Event description:
It was reported that the catheter was defective and leakage occurred during use with a bd vps 22ga 0.9mm od 25mm l instaflash. The following information was provided by the initial reporter, translated from portuguese to english: bad performance of the venous puncture catheter, multiple punctures required (6 times per patient), due to lateral leakage from the cannula. In addition, high economic cost associated due to the number of catheters used and of risk of infection and phlebitis for the patient and health professional.

Manufacturer narrative:
As no photo/sample was returned, a review of past 12 months quality notification was performed. No quality notification was raised on the reported defect/condition. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Therefore the root cause cannot be determined.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter was defective and leakage occurred during use with a bd vps 22ga 0.9mm od 25mm l instaflash. The following information was provided by the initial reporter, translated from (B)(6) to english: bad performance of the venous puncture catheter, multiple punctures required (6 times per patient), due to lateral leakage from the cannula. In addition, high economic cost associated due to the number of catheters used and of risk of infection and phlebitis for the patient and health professional.